Event description:
In an attempt to close a large atrial septal defect in a female patient, the 18mm asd device went through the defect. A larger device could not be used due to the patient's heart size. The 8f-delivery sheath was damaged due to difficulty experienced with trying to extract the device; however, a 10f-delivery sheath was used successfully to retrieve the device. There were no patient complications.